Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient's wire was sticking out of her hip and she was not sure what to do. The patient stated she was trying to find her ins to use external device and felt the wire on her hip. Recommended patient to consult with their hcp. Patient indicated they did already and the hcp redirected them to the manufacturer. Patient confirmed there was no discomfort or pain in the ins area. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on (B)(6) 2017. It was reported that a suture was undissolved. The hcp stated that the undissolved suture end was removed and the issue was resolved. No further complications were reported or anticipated.